Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-02666. It was reported that it was reported that the suture broke. A flexima¿ apdl was used for drainage procedure. During preparation, the physician noticed that the suture was transparent , not black. As the physician straightened out the pig tail to insert the stiffener, the suture that came out from the distal end frayed and snapped. Another flexima¿ was used but the same issue was noted. The device was removed and the procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The device returned has the suture decolorized ,white. It was not broken. However, during the device manipulation the suture was broken. Functional inspection of a sample of suture was soaked in water saline for more than 5 minutes and no changes or anomalies were noted. A sample was sent for external analysis to determine if there is degradation on the suture. The lab returned the following results: the sample evidence of brittle delamination and fracture resulting to fiber diameter reduction as mode of fiber failure with mechanical overload, tension. The delamination and behavior as a brittle material rather than ductile may indicate material degradation or embrittlement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2016-02666. It was reported that it was reported that the suture broke. A flexima apdl was used for drainage procedure. During preparation, the physician noticed that the suture was transparent , not black. As the physician straightened out the pig tail to insert the stiffener, the suture that came out from the distal end frayed and snapped. Another flexima was used but the same issue was noted. The device was removed and the procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.